Manufacturer narrative:
(B)(4). Batch # r5a32z. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the staple height selector from the right side was broken and with no cartridge reload loaded in the device. Further analysis shows the anvil partially detached from the left side and the anvil post on this area appears to be damaged as if the anvil was pulled out off the device. The event reported was confirmed and due to the condition of the staple height selector and the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colectomy, gun got stuck during procedure and was not working, tried with new cartridge and same gun again got same problem. Completed procedure with a new gun. The procedure was completed successfully.